Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). On (B)(6) 2009, the customer reported that new patient results produced a low wbc of 0.495 k/ul with appropriate flagging as previously reported. The sample was then rerun and also ran through another cell-dyn sapphire instrument, serial number (B)(4), producing wbc results of 6.23 k/ul and 6.40 k/ul, respectively. The patient had leukemia and was currently receiving no drugs or medication. The customer wished to understand why on some occasions the sample produced an accurate wbc result and on other occasions it did not. The customer technical advocate suggested that the stability of the wbcs may have been a contributing factor.the data was submitted for review to the medical director. Review of the data showed that the cell-dyn sapphire correctly identified the potential presence of an abnormal subpopulation and alerted the user on all runs. The data contained band, immature granulocyte (ig), variant lymphocyte (varlym), and blast suspect population flags. The medical director suggested that the issue may have been related to a clot in the wbc dilution cup pathway or insufficient specimen sample being run in closed mode; however, this could not be confirmed since no further troubleshooting was performed with the instrument. A non-statistical trend (nst) review was performed from (B)(6) 2009 through (B)(6) 2009. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to the reported event.

Event description:
The account stated that the cell-dyn sapphire analyzer generated a low wbc count on a patient that was diagnosed with acute myeloid leukemia. The initial result was 0.266 k/ul, the sample was immediately retested and the results was 0.196 k/ul. Both results generated invalid data flags due to band, blasts and varlym flags that were generated. The account reported the result as 0.3 k/ul without noticing the flags that were generated. The account then retested the sample two hours later and stated the result was 5.85 k/ul. There was no adverse impact to patient management reported.